Event description:
The customer originally returned his olympus evis exera ii bronchovideoscope due to an unspecified air/water leakage issue. There was no patient harm reported from the above event. During the receipt inspection of an olympus evis exera ii bronchovideoscope, it was discovered that no image was present on the display. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The biopsy channel port had a notable leakage present. Additionally, as noted in event, there was no image on the display during testing. The unit also failed the insulation test and had a dent in the plastic cover, the distal end adhesive was peeling, the connectors were flooded, and the light guide tubing was buckled. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of the observed no image issue could not be determined, however, it is likely that during user handling, the device leaked through the forceps channel, flooding the inside of the instrument and resulting in electronic component failure. The event can be detected/prevented by following the instructions for use which state: "inspection of the endoscopic image". "Perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk". "When inserting or withdrawing an endotherapy accessory, confirm that its distal end is closed or completely retracted into the sheath. Slowly insert or withdraw the endotherapy accessory straight into or from the slit of the biopsy valve. Otherwise, the biopsy valve or instrument channel may be damaged and pieces of it could fall off. It may cause patient injury". "If insertion or withdrawal of endotherapy accessories is difficult, straighten the bending section as much as possible without losing the endoscopic image. Inserting or withdrawing endotherapy accessories with excessive force may damage the instrument channel or endotherapy accessories and could cause some parts to fall off and/or cause patient injury". "If the distal end of an endotherapy accessory is not visible in the endoscopic image, do not open the distal end or extend the needle of the endotherapy accessory. This could cause patient injury, bleeding, perforation, and/or equipment damage". Olympus will continue to monitor field performance for this device.